Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The field service engineer removed the electrodes and cleaned the ise block. The electrodes were re-installed. The ise sipper probe and ise vacuum nozzle were cleaned. Reagents were primed and ise checks were performed. Calibration, controls, and precision studies were acceptable. The noise alarms and voltage alarms could not be reproduced. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant ise results for four patient samples tested on a cobas 8000 ise module. Results for the following assays were affected: sodium electrode and chloride electrode. No questionable results were reported outside of the laboratory. The user repeated the samples due to controls being outside of range. The customer also received voltage errors and noise errors. The repeat values were deemed correct. The first sample initially resulted in a sodium value of 113.30 mmol/l and it repeated as 143.90 mmol/l. The second sample initially resulted in a chloride value of 166.0 mmol/l and it repeated as 103 mmol/l. The third sample initially resulted in a chloride value of 164.80 mmol/l and it repeated as 107.00 mmol/l. The fourth sample initially resulted in a chloride value of 169.90 mmol/l and it repeated as 109 mmol/l.

Manufacturer narrative:
The engineer later replaced the gear pump and performed maintenance on the analyzer. Pump pressure was adjusted and seals were replaced. Ise checks, calibration, controls, and precision studies all had valid results. No further issues were reported by the customer after the service actions were performed. Calibration was successful on the day of the event. Calibration data showed multiple calibration errors the day before the event. The investigation could not identify a product problem. The cause of the event could not be determined.